Manufacturer narrative:
Final analysis found that the insulation was abraded at 81cm to 82cm from the connector pin, which exposed the inner coil. A short circuit was found at the same location. The damage found likely resulted in the reported impedance and capture anomalies.

Event description:
New information noted that the lead continued to exhibit low impedance. It was successfully explanted and replaced on (B)(6) 2015.

Event description:
It was reported that the left ventricular lead of an asymptomatic patient had exhibited a drop in impedance. An increase in capture threshold was also noted. No changes were made and the lead remained implanted. On (B)(6) 2015, an alert for low impedance was issued. Provocation testing was performed with normal results. The lead remained implanted.

Manufacturer narrative:
.